Event description:
A malfunction alarm was reported with no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guided them through the reset process. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to contact technical support if the issue reappeared.